Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported issue and the procedure was aborted and rescheduled to the following day. A philips remote service engineer (rse) reviewed the logfiles and found errors related to a communication problem between the flat detector controller and the image detector. A field service engineer (fse) evaluated the system based on the log analysis performed by the rse and determined a loose power supply connector the fse reseated the connector, which resolved the issue. The system was then restored to full working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.